Manufacturer narrative:
Based on the descriptions of the event by user facility, the device functions normally. The initial observation of no flow could be due to poor connection with connector used on patient site.

Event description:
Smartez pump (se0200-100) containing ceftriaxone 2 grams in 0.9% sodium chloride 100 ml would not infuse after being connected for 45 mins. Disconnected from pt and confirmed it was dripping from tubing. Nurse reattached and eventually infused correctly.